Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a g137 cavitron jet plus, they allege that the handpiece and insert tip gets hot when in use. No injury was reported from the alleged event.

Manufacturer narrative:
Sak auy found no issues with tips heating as alleged, customer may have bad insert/s or inadequate water flow, did find pneumatics system has been subjected to some sort of contaminant, power bowl corroded, duck bills deteriorated, etc, also found cover chipped, estimated unit accordingly customer complaint is a known hazard and is tracked as part of monthly psc meetings.